Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Manufacturer narrative:
Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. Instrument log review: the instrument batch sequence number is currently unknown. However, the system logs for system (B)(4) were pulled for the date of (B)(6) 2020 and two vessel sealer extend instruments were observed being used. Both instruments have the same part number and batch number, but one of the instruments (pn: 480422-01, sn: (B)(4)) was only used for 6 minutes while the other vessel sealer extend instrument was used for over an hour. The suspect instrument from this complaint has not been received by isi for failure analysis investigation. This event is being reported because although all fragments were retrieved and no additional surgical intervention was required, unintended fragment(s) falling into the patient may require surgical intervention. If the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was about to be used a third time in the procedure when some of the metal ceramic sealing broke off and fell into the patient. The site reported retrieving all fragments from the patient. The procedure was completed with no reported injury. On 09-sep-2020 intuitive surgical inc. (Isi) contacted an isi representative and additional information was obtained about the complaint: the representative was not present during the procedure when the issue occurred, but arrived shortly after the fragment fell and gathered information from the customer. The vessel sealer extend instrument was used three times with no sealing issues. When the surgeon used the cut function the fragment fell off and into the patient. The site did not use the instrument again after the fragment fell. The fragment was retrieved with an assistant laparoscopic instrument. On 09-sep-2020 intuitive surgical inc. (Isi) contacted the customer and additional information was obtained about the complaint: the procedure being performed was a right hemicolectomy. The vessel sealer extend instrument did not come into contact with any hard materials when the event occurred. The instrument was not inspected prior to use. There are no images or video available for review. All fragments were retrieved. The instrument was in use for 10 minutes prior to the issue occurring and being replaced with another instrument. It is unknown if the instrument collided with any other instruments or tools during the procedure.